Event description:
Note: this MFR report pertains to the fourth of four devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-1630, #3005099803-2008-01512, #3005099803-2008-01513 for descriptions of the other devices. A hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complaintant, the coating of the wire stripped off. There were no patient complications reported with this event.

Manufacturer narrative:
As received, visual inspection reveals a split sheath revealed exposed core wire at approximately 144 cm to 153.5 from "dream" end. A device history record was performed and no anomalies were noted relevant to the complaint.